Event description:
Patient came to the emergency department (ed) after reportedly feeling a snap" in her chest several days before, and noticed the catheter under her skin could no longer be felt near the pot hub. The patient's port was placed at a hospital approximately 1 year ago, so we are not sure of the lot number or any of the manufacturer information other than it was a bard mediport. There was no harm done to the patient other than some discomfort prior to arrival. The port was also no longer being used for chemotherapy, and the patient was perfectly fine with it being removed. The catheter was still retained in her internal jugular vein, just separated from the port hub by a couple of inches. The device was removed in the interventional radiology (ir) and was handed over the manufacturer (bard rep), so we are no longer in possession of the device.